Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
When the surgeon was about to place the reservoir (nl8501214) in the patient, the surgeon found a hole on the reservoir. Therefore, he used another reservoir. There was no patient contact. There was no harm to the patient. Surgery was not delayed. The new reservoir worked normally. Additional clinical information has been requested.